Event description:
A lab consultant had questions regarding product correction letter fa27oct2006 due to hemoglobin qc biased low, but within acceptable range when using a cell-dyn 1800 analyzer. The customer technical advocate (cta) reviewed the contents of the letter with the lab consultant. The lab consultant stated that the lab temperature was not recorded during the last calibration of the analyzer. The lab consultant states that the lab temperature will be monitored and will perform a calibration. No pt results were questioned by medical practioners. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.